Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information reported: patient was underage when implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product and patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports left side rupture. Device remains implanted.